Event description:
It was reported that the customer had difficulty charging the pump battery. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.